Manufacturer narrative:
Continuation of d10: product ID 978b128; lot# va2ephn; implanted: (B)(6) 2021; explanted: (B)(6) 2021; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a manufacturer representative (rep). It was reported that the cause of the placement issue was not determined but likely cause was the physician assumes lead is stimulating too posterior. Replacement for the lead was planned on (B)(6) 2021 @ 3pm. In a fax received from the hcp it was reported the cause of the symptoms (rectal burning, toe curling, muscle flexion, urinary symptoms) was not determined. The steps noted were the patients old interstim was removed on (B)(6) 2021 and replaced with a new one on (B)(6) 2021. It was unknown if the issue was resolved. Removal was planned for (B)(6) 2021. On the return paperwork it was noted the surgeon accidentally cut the lead during removal. [See related pe (B)(6) for old interstim removal].

Manufacturer narrative:
H3 analysis information -- 2021-11-09 13:45:57 cst pli# 20 product ID# 978b128 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the lead was cut through; product was returned segmented. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Concomitant medical product: product ID: 978b128, lot#: va2ephn, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they had spoken with the manufacturer representative the day of the report and had been redirected to patient services. The patient reported that if they increased amplitude to 0.4 or higher they started to feel rectal burning, flexing of the legs and curling of the toes. It felt like it was doing something to the muscles in their legs and calf as well. They kept having the sensation that they needed to have a bowel movement even though they did not and they were pushing, which was causing hemorrhoids. The hemorrhoids had resolved, but the burning had not. They said the rectal burning started the day of the surgery, but the doctor's office thought the patient just needed more healing time, but it had not gone away.  The stimulation was more comfortable when the patient decreased the amplitude to 0.2, but then they got no therapeutic effect/bladder control. The patient was going to the bathroom 4-7 times per hour. They turned the therapy off and they were going too long without peeing. Troubleshooting was not performed as the patient had already tried all programs prior to calling. They saw their doctor and a rep at their 2 week follow-up and they were told that it might need to be replaced, but they wanted the patient to consult with tech support first. They were redirected to their healthcare provider to discuss next steps. Additional information was received from a patient via a manufacturer representative (rep). The rep reported that during device follow-up, the patient complained of rectum burning at 0.2 volts or higher. They had no symptom relief at 0.1 volts, and that was the only level they could tolerate. When asked to describe any environmental/external/patient factors that may have led to or contributed to the issue, they reported the placement was too posterior. When asked to describe any diagnostics/troubleshooting performed, they stated on (B)(6) 2021 they had program changes. On (B)(6) 2021 they were still having issues. They made a few custom programs and tried each one, and the patient reported it was still uncomfortable; that the pain remained. The issue was not resolved at the time of the report. Surgical intervention had not occurred, but was planned.